Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 valve. The valve was landed 80:20 aortic/ventricular position as intended. After valve deployment, since systolic blood pressure (sbp) did not recover from 40 mmhg, 10 fold diluted adrenaline was administered from the pigtail catheter 2 times (1 ml and 2 ml). Aortography and transesophageal echocardiography (tee) revealed that there was no blood flow in the left coronary artery (lca). Therefore, cardiac massage was started and percutaneous cardiopulmonary support (pcps) was introduced. After that, coronary angiography (cag) revealed that the lca was patent. Intravascular ultrasound (ivus) was also performed and it was confirmed there was no remaining coronary obstruction. The patient left the operation room with pcps. The pcps was planned to be removed on the next day of the procedure. Per follow-up information, after the tavr procedure, the patient recovered without problem. However, around pod 8, the patient went into shock due to the retroperitoneal hematoma. Hemostasis by interventional radiology (ivr) and intubation were performed and extubation was planned to be performed on pod 13 if the patients condition was good.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Discarded.